Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged connector was confirmed, but the exact mechanism of damage was not determined. The two-piece connector for a 4 fr single-lumen groshong nxt PICC was returned for investigation. The connector was received in two pieces. The product appeared to be unused. One of the locking arms was broken at its attachment point on the proximal connector. The distal connector was sectioned longitudinally. The blue compression sleeve had not been advanced into the tapered region of the distal connector, which indicates that the distal and proximal connectors were not mated together. It was reported that the damage was observed when the connector packaging was opened. A review of the manufacturing records showed that all inspections were completed for the reported lot and no deviations or issues associated with the damaged connector were found. No other similar complaints were reported from the lot. Since the locking arm was damaged, the complaint was confirmed, but the exact mechanism of damage was not determined. A lot history review (lhr) of rebz0305 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that one side of the buckle in the clasping part of the extension tube and the oversleeve portion of the connector was found missing when the connector package was opened in the middle of catheter placement. On 7/16/2019- upon sample evaluation and discussion with investigating engineer, it was determined that the returned connector had a broken connecting arm but could still be used to make a connection to secure the catheter. While the connection is looser than when using an intact 2-piece connector, it is possible a clinician could inadvertently use the connector with a broken arm, resulting in future catheter detachment. As such, this event is deemed reportable.